Manufacturer narrative:
It was reported that the attune fb tibia impactor broke. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attune fb tibia impactor broke. On (B)(6) 2017 upon evaluation of the device, the impactor is broken as reported.